Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Not returned yet.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure a single leaflet device attachment (slda) was detected after release of the second device. There was no tissue damage to the leaflet or other valvular structures. A third device was attempted to be implanted to stabilize the slda but failed at the first attempt. Then the third device was shortly hung and got stuck in the elongated position with the first implanted device. It was possible to get it freed and steer it back to the ra. However, the implant system got stuck again probably at a eustachian ridge and a movement restriction was visible. One single clasp was visibly raised. A bailout for security of the third device was performed, and the guide sheath was exchanged. A new device was successfully implanted in p-s position (between the two devices implanted) to stabilize the slda. The patient had a good outcome. Staring tr was grade 4 and post-procedural tr grade was 2. There was no harm or injury done to the patient at any time.

Manufacturer narrative:
The complaints for device interaction with previously implanted devices and unable to elongate implant to reposition/implant caught on anatomy were unable to be confirmed. It is possible that a combination of the eustachian ridge and presence of 2 previous devices contributed to increased challenges maneuvering the device and led to the complaint events. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event. Hence, the complaint will be re-assessed as non-reportable.

Event description:
Based on a completed investigation (engineering evaluation), the complaint will be reassessed as non-reportable.